Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a lead francture. A new ra lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.